Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Medical records and radiographs were provided and reviewed by a health care professional. Review of the available medical records identified the following : the patient underwent a left total hip arthroplasty during which zimmer biomet products were implanted without complications. The patient dislocated twice and was revised. Revision operative notes were not provided. Review of the radiographs identified the following : bilateral total hip arthroplasties without hardware failure or loosening. Reported event was confirmed by review of x-rays provided. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient was revised due to dislocation approximately 4 months post implantation. Additional information on the reported event is unavailable.